Manufacturer narrative:
The reported event of ¿electrode insulation found damaged¿ was not confirmed. As received, a partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damage occurring at time of procedure.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was noted that the right ventricular lead was found damaged. The lead was removed and replaced. The patient was in stable condition.